Event description:
MFR completed product analysis on vns generator that was returned due to high lead impedance (MDR # 1644487-2010-02852). Analysis of the generator revealed that an end of service warning was received during analysis and found it to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within spec. Other than the output disable condition, there were no add'l adverse functional, mechanical, or visual issues identified with the returned generator. (B)(4) attempts to obtain more info regarding pulse generator being disabled from the explanting neurosurgeon have been unsuccessful to date.